Manufacturer narrative:
The event occurred in china during patient treatment. It was reported that the rotaflow displayed the "sig" error. The customer reapplied ultrasonic cream, but the device could not be calibrated and therefore not be used any further, therefore the emergency drive hand crank was used. The rotaflow was then exchanged for a backup device, with no health consequences for the patient. When a getinge technician later tested the affected rotaflow, the error "txrx" would be displayed on startup. No harm to any person has been reported. A getinge service technician investigated the rotaflow console (rfc) with serial number (sn) (B)(6) . The technician confirmed the reported failures. However, as the getinge sales and service unit (ssu) informed on 2023 (B)(6) , the customer decided to have their rotaflow repaired at a third-party-supplier. Since the customer decided to have their rotaflow repaired by a third-party-supplier, the root causes for the reported errors could not be determined. However, the reported "sig" and "txrx" errors can be linked to the following most probable root causes according to the rotaflow risk management file: malfunction of the flow measurement system: zero flow calibration failed. Incorrect flow measurement. Device used out of specification. Software error. Bubble/flow sensor failure: malfunction of bubble/flow sensor electronics. Dried contact gel. User forgot renewing contact gel. Mechanical defects (impact). Sensor not detected although sensor is connected. Device used out of specification. Software error. Malfunction of the microcomputer system: internal cpu failure. Memory failure. Failure in safety relevant variables. Watchdog failure. Time base failure. Failure on other device parts (rotary knob, display, etc). Failure of internal components. Wrong supply voltage for electronics. Based on these investigation results the reported "sig error" and "txrx error" could be confirmed. A review of non-conformities was performed on 2023 (B)(6), and during the time from 2020 (B)(6) to 2023 (B)(6)there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced on 2020 (B)(6). The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china during patient treatment. It was reported that the rotaflow displayed the sig error, and then could not be operated anymore, therefore the emergency drive hand crank had to be used. The rotaflow was then exchanged for a backup device. There were no consequences to the patient. No harm to any person has been reported. Complaint ID (B)(4).